Event description:
Healthcare professional reported left side "redness, swelling and pain in the chest" and "large amount of fluid accumulation near the prosthesis and suspected infection." And ¿a hypoechoic nodule of approximately 6.6×2.5 mm in size was detected within the glandular layer of the left breast¿ the device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma and infection (early onset)are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and infection (early onset).